Event description:
The customer reported the patient was admitted to the operating room for adenotonsillectomy and bilateral myringotomy and tube placement. After the procedure was complete, a burn was noted on the right lower corner of the patient's mouth. The provider was notified and the patient was discharged as planned.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, a sample has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.